Event description:
The user facility reported a 4085 surgical table was not operating correctly during a surgical procedure. The procedure was delayed as a result. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived on site to inspect the table. The technician calibrated the table without any issue. Further inspection revealed one of the leveling/locking foot pads was missing entirely, which can cause the table to become off balance when placed in full trendelenburg orientation. The technician replaced the table foot; the table was tested, confirmed operational and returned to service. A review of the installation start-up checklist shows the table passed all installation checks for the proper operation of the floor locks.